Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the charging their implant more often was not determined. The patient was still charging their implant every 24 hours for 1 hour. The patient stated that no actions had been taken yet to resolve this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported poor coupling with recharging. The patient clarified that the coupling boxes were not filling in. The patient stated that the recharger was charged fully. Patient services reviewed charging considerations. The patient mentioned he had an issue with the recharger in july and he was sent a recharger replacement. Warm transfer to repair. Additional information was received from the patient on april 26th, 2019. The patient reported that replacing the recharger did resolve the poor coupling with recharging. The patient additionally reported that when they first had their neurostimulator ((B)(6) 2015), the patient charged it once a week, and now they charge it every 24 hours for 1 hour. No further complications were anticipated/reported.